Manufacturer narrative:
A field service engineer was not dispatched. Customer technical support (cts) did troubleshooting with the customer via telephone. Cts then had customer remove the probe wipe block and put tubing in bleach. Next the customer was instructed to enable solenoids 8, 2 and 23 reinstall probe wipe block and run samples, leak issue was resolved. (B)(4). Customer resolved the issue.

Event description:
A veterinary laboratory reported that about 0.5 ml of clear fluid leaked from the act-diff instrument. This occurred after the probe picked a clot while running an animal specimen. The sample that resulted in having a clot was not reported outside of the laboratory. There was no biohazard exposure to mucous membranes or open wounds.